Event description:
During endoscopic retrograde cholangiopancreatography with sphincterotomy and balloon sweep, the hydratome cut wire noted on fluoroscopy had fractured. The fractured piece was not seen on fluoroscopy. The cut wire was removed without incident. The new cut wire was inserted and the procedure was continued and completed. The cut wire and package was retained and is available for return to the boston scientific rep.